Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patients meter has been returned on 12/19/2014 and further evaluated by lifescan product analysis on 1/13/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he first noticed that the subject meter was reading inaccurately on (B)(6) 2014, at 4:00pm, although no results were provided for this time. She alleged, at 5:41pm on that day, she obtained blood glucose results on the subject meter of ¿142 mg/dl, 232 mg/dl and 447 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the reported results do not meet lfs¿ precision criteria. The patient also indicated that at 5:41pm on (B)(6) 2014, she performed a blood glucose test with another meter (mini) and obtained a result of ¿48 mg/dl¿. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management regimen in response to the alleged inaccurate results. She also denied developing any symptoms, but reported, also at 5:41pm, she consumed glucose tablets/glucose gel in response to the readings she obtained. At the time of troubleshooting, the cca noted that the patient used the same approved sample site and the subject meter was set to the correct unit of measure. However, the csr noted that the patient did not wash her hands prior to conducting the blood glucose tests. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury nor did she receive treatment for any symptoms. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.